Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a cassette not properly attached message. There was no patient involved.

Manufacturer narrative:
Device evaluation: one smiths cadd solis vip ambulatory infusion was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed "cassette not attached properly" alarm. Functional testing involved attaching a cassette to the pump and showed the pump alarmed "cassette not attached properly". The investigation determined that a faulty latch lock flex was the cause of the reported issue. The latch lock flex was replaced. Based on evidence and investigation, the complaint allegation was confirmed.